Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the water jet tube. In addition, we confirmed that the ccd module disconnection, the light guide fiber bundle (lcb) disconnecion and the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifiler is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890lzi is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured during inspection. There was no report of patient harm. Jet tube buckled at segment area, leaky.